Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D9, h3 - device returning updated from "yes" to no". H6 - device code 1142- failure to cycle- needle to cuff miss was removed.

Event description:
It was reported this was an arteriotomy closure of the insignificantly calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger of the first and second proglide devices was removed, the suture did not come out, it broke in the device, only the needles came out. There was no suture. Hemostasis was achieved via surgical intervention. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number. Estimated date.